Manufacturer narrative:
B5: upon follow up, it was reported that the peritonitis event was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. One day after the event onset, the patient was treated cefazolin (1g, once daily, intraperitoneal) for peritonitis. Two days after the event onset, the patient was recovered from abdominal pain and cloudy effluent within a day of starting with antibiotics. It was reported that the patient made complete recovery from peritonitis after the completion of antibiotic therapy of 14 days. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Reporter phone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.